Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection showed the device did not have visual defects. Functional testing showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. An electrical test was performed and the device was found within specification. No opens or shorts were found. A radiofrequency (rf) ablation test using the maestro generator 4000 found the device was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported the catheter was unable to sense temperature. During an ablation procedure to treat supraventricular tachycardia (svt) in the left atrium (la), the physician was unable to ablate with two different blazer ii 4mm catheters. The catheters were not sensing temperature at all. The impedance was sensing appropriately, but because temperature was not, they were unable to ablate. An attempt at ablation was made but was unsuccessful. There was no mapping system involved, this was a conventional electrophysiology (ep) procedure. The ablation time was 0 seconds when the issue occurred. The issue was persistent from the start of ablation and therefore the catheters were not usable. The generator was used in power mode, but it was unknown at what output. No error message displayed. No patient complications occurred. The procedure was completed with another manufacturer's catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the catheter was unable to sense temperature. During an ablation procedure to treat supraventricular tachycardia (svt) in the left atrium (la), the physician was unable to ablate with two different blazer ii 4mm catheters. The catheters were not sensing temperature at all. The impedance was sensing appropriately, but because temperature was not, they were unable to ablate. An attempt at ablation was made but was unsuccessful. There was no mapping system involved, this was a conventional electrophysiology (ep) procedure. The ablation time was 0 seconds when the issue occurred. The issue was persistent from the start of ablation and therefore the catheters were not usable. The generator was used in power mode, but it was unknown at what output. No error message displayed. No patient complications occurred. The procedure was completed with another manufacturer's catheter.